Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the self-test, and displacement test. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. Insulin pump tested okay. Insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They had changed the battery but it was not turning back on. The customer's blood glucose level was 130 mg/dl. Troubleshooting was performed. They inserted a new battery but the display did not return. The device will be returned for analysis.